Event description:
This case was initially received via regulatory authority FDA (reference number: mw5072729) on 24-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("left lower quadrant pain / pain was constant and preventing her from walking"), device breakage ("retained piece of essure was found to be embedded in the left ovary"), embedded device ("retained piece of essure was found to be embedded in the left ovary") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "placement of essure with endometrial ablation" in 2013. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In 2017, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) with pelvic pain and complication of device removal ("retained piece of essure was found"). On an unknown date, 4 years 6 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy with salpingectomy and right oophorectomy were performed in 2016), surgery (laparoscopy) and surgery (laparoscopy). At the time of the report, the abdominal pain lower, device breakage, embedded device, genital haemorrhage, dysmenorrhoea, dyspareunia and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, embedded device and genital haemorrhage with essure. The reporter commented: the plan was to remove essure devices by salpingectomy. After the procedure devices were visible in the specimen. She mentioned other serious (important medical event) as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - in 2017: pain and retained piece of essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.